Event description:
It was reported that the patient was implanted with a spinal cord stimulator on friday prior to the date of this report and was experiencing tremendous spikes in the equipment. It was noted that it was not working properly and the patient had shut it down. It was later reported that there was an increase in stimulation that was to the point of pain. The patient was having difficulty walking. X-rays showed one of the two leads had moved and was not in the correct location. Post-operative x-rays had been taken on (B)(6) 2014. One of the leads had broken away from where it should be. The implantable neurostimulator (ins) had not been turned on until after the x-ray. The patient was having problems with his unit. On the night of thursday (B)(6) 2014, the patient had turned stimulation off because, it was so painful. It was noted that since turning stimulation on the patient had had a sudden increase in stimulation that was very painful. At times when the patient leaned back against something the stimulation would increase to a point that he could not handle and he would have to dive for the controller to turn stimulation down because, it was very painful. The patient turned stimulation off when he was laying down because, he only needed it when he was walking. Stimulation was going to be turned off on the date of this report. Additional information received reported the patient seemed to be doing well with the lead that had not migrated. The manufacturing representative would be meeting with the patient to reprogram the device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the patient indicating that there was no stimulation, there was a loss of stimulation. The patient reported that the device had never worked for the patient since implant. The trial worked and they had it adjusted many times and still nothing was working. The patient indicated that there was a broken lead during surgery. The location of symptoms was in the spinal area. The change in therapy and symptoms was considered sudden. The portion of the lead broke loose so there was a second operation for reinstallation. This was within 3-4 weeks of installation, (B)(6) 2014. This never worked since implant, (B)(6) 2014. It was noted that the trial worked fantastic. The vertical lead broke loose and fell at bottom of spine and needed a second operation. They had it installed and it did not work. The system was programmed at least 12 times. The second operation was because something was loose and fell, the battery did not take charge. Adjusted four times. The portion of the antenna broke loose so the second operation for reinstallation and this was within 3-4 weeks of installation. It was clarified that the patient kept referencing the lead as the antenna in their terms. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there had been 4 attempts to change the programming to address the lack of pain relief. Further help from the manufacturer was requested but the patient had not received a response yet. The unit was still in place, located at the patient's belt line. This was causing irritation. The battery was no longer receiving charge. Additional information received from the patient restated the previously reported information in this report. The number of attempts to reprogram was stated to be 3. This event will be updated if additional information is received.

Event description:
Additional information received reported that the healthcare professional (hcp) did a lead revision on the patient, the leads were p laced appropriately. It was reported that at follow up the patient got good coverage, lead impedances were good, and "everything was back to normal." It was stated that the patient was doing great.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97792, lot# n462002, implanted: 2014 (B)(6); product type accessory. (B)(4).